Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2017. 4076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead was dislodged and could capture only at the maximum output in lv1-can, which caused the patient to experience diaphragmatic stimulation. The lead was programmed off. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.